Event description:
It was reported that the patient was experiencing numbness and severe weakness in both lower extremities. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the product was unable to be returned due to being disposed of by facility per facility policy. Additional information stated that the patients symptoms persisted postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7080277, UDI: (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7080277. UDI: ((B)(4).

Event description:
It was reported that the patient was experiencing numbness and severe weakness in both lower extremities. The patient underwent spinal cord stimulation (scs) explant procedure.

Event description:
It was reported that the patient was experiencing numbness and severe weakness in both lower extremities. The patient underwent spinal cord stimulation (scs) explant procedure. Additional information stated that the product was unable to be returned due to being disposed of by facility per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7080277. UDI: (B)(4).